Manufacturer narrative:
Device evaluation summary: sp opened the compressor and found capacitor was shorted. Sp replaced the capacitor with new one to resolve the reported issue. Sp found compressor is working. Later, sp found both the muffler filter are choked and outlet filter air leakage. Also sp found oxygen (o2) sensor faulty. Currently, ventilator is working with limitations, compressor is inoperative, waiting for the replacement of mufflers, outlet filter and o2 sensor. Ventilator is returned to the customer. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the evaluation has begun; however, the conclusion is not yet available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator compressor was inoperative and there was a burn odor coming from the compressor. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
Device evaluation: a service engineer (se) replaced the outlet filter, two muffler filters, and the oxygen sensor. The unit passed testing and operated within the manufacturing specifications. Should the replaced components be returned to the manufacturing site, an additional evaluation will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.